Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: replacing the old implants with new larger implants (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced right-sided rupture and left-sided anisomastia postoperatively. The patient underwent removal and replacement with two 515cc mentor memorygel xtra breast implant prostheses (catalog #: thpx515, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021 to replace the old implants with the larger implants. Upon explantation, the right-sided rupture was observed. In addition, the patient's doctor's office noted that the patient had laxity in bilateral lower poles of her breasts. However, the device was discarded and is not available for product analysis. This report is for the left-sided prosthesis.